Event description:
It was reported that a patient with a 21mm 11500a inspiris valve in the aortic position underwent valve-in-valve intervention after an implant duration of 21mm 11500a inspiris valve due to severe aortic stenosis. The tavr procedure was successfully performed with a 23mm 9750tfx transcatheter valve.

Manufacturer narrative:
H11: additional manufacturer narrative:the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.